Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2020-32871.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-32871. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's lead located at l5 was revised and an additional lead was implanted on (B)(6) 2020. Also, during the procedure the patient's ins/ipg was explanted and replaced to address the issue.